Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope image was completely absent. The issue occurred during inspection for use. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error b30 occurred, air-water cylinder and air-water tube had foreign objects (white foreign material). A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunctions no image and scope communication error b30 was due to the corrosion on plug unit. However, the most probable cause of white foreign material in air-water cylinder and tube could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.